Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had a short right in the cord, and this was the second time now. They stated they were going through "hell" getting charged today, and it kept going in and out. They stated they were able to get to 100%, but it will only last them two days. An email was sent to the repair department to replace the device.